Event description:
It was reported that during implant the right atrial lead would not capture and was unable to sense. The lead was not used and another lead was implanted. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.